Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's parent that the customer got hospitalized due to high or low blood glucose, with unknown blood glucose levels at the time of the incident. The customer was going low at night and would be high during the day. The customer was no longer using the sensor and transmitter due to these issues. The caller did not provide further details. It is unknown if the customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the caller could not be reached. The insulin pump will not be returned for analysis.